Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on (B)(6) 2023. During the procedure, when the balloon was inflated, the pressure kept dropping and the user noticed water running along the balloon. The balloon was removed, and the procedure was completed with another smaller sized cre pro wireguided dilatation balloon device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a dilatation procedure performed on (B)(6) 2023. During the procedure, when the balloon was inflated, the pressure kept dropping and the user noticed water running along the balloon. The balloon was removed, and the procedure was completed with another smaller sized cre pro wireguided dilatation balloon device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. No damages were found on the returned device. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a rupture in the middle section. Microscopic inspection found the balloon had a rupture located approximately 45mm from the tip. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of balloon leak was confirmed. These failures are likely to have occurred due the manner in which the device was handled and manipulated may have caused physical damage to the balloon. The physical damage to the balloon is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. Excessive manipulation of the device without enough care could have induced the physical damage found in the returned balloon. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.